Event description:
Caller reported an alarm 2 followed by alarm 26, which caused the customer's blood glucose level to exceed 500 mg/dl, displaying as "high." The customer addressed high blood glucose with a correction injection via manual delivery, and tandem technical support instructed the caller on troubleshooting steps for the pump. The customer decided to rely on manual insulin delivery until a replacement pump was sent, as cartridges would not load due to a different issue reported.